Event description:
It was reported that the pace impedance of this right ventricular (rv) lead had been variable, ranging from 400 ohms to 1,600 ohms. An episode of noise was also recorded. The physician suspected some type of lead damage or kink in the proximal portion of the lead. It was planned to follow-up with the patient in three months. The rv lead remains in service at this time and no adverse patient effects were reported.

Event description:
It was reported that the pace impedance of this right ventricular (rv) lead had been variable, ranging from 400 ohms to 1,600 ohms. An episode of noise was also recorded. The physician suspected some type of lead damage or kink in the proximal portion of the lead. It was planned to follow-up with the patient in three months. The rv lead remains in service at this time and no adverse patient effects were reported. It was additionally reported that the rv pace impedance was greater than 3,000 ohms and the shock impedance was greater than 200 ohms. The noisy signals resulted in inappropriate shock therapy during which time the implanted device displayed code 1005, indicative of an open circuit condition. The rv lead remains in service at this time and no adverse patient effects were reported.